Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. Reportedly, the pump was at room temperature at the time of alarms. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.